Event description:
It was reported that a malfunction alarm occurred with the pump, specifically "malf 1." The customer's blood glucose level did not exceed 500 mg/dl and was within the normal range; thus, there was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as backup therapy and was instructed by technical support to place the pump in storage mode before returning it. Technical support arranged for a replacement pump to be sent and confirmed the shipping address, with the customer agreeing to return the problematic pump using a pre-paid label within 10 days.